Event description:
Reportedly, the surgeon put the instrument on the bowel and closed the instrument the first time. After the surgeon has checked, he squeezed the instrument a second time and the surgeon felt that he heard something. Surgeon cut the bowel, he opened the instrument and saw no staples on the bowel. No additional info.